Manufacturer narrative:
(B)(4). Device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed, retained and formed one conforming clip; the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was firing across the cystic duct with the device and then the cystic artery with the second device. The second device was used to complete the procedure. The devices were placed together in a box in red bags and they are not sure which device was having the issue. The device had clips dropping out of the device into the patient, requiring removal through the trocar. The clips were not holding the tissue once placed on the tissue and he had to use the second device to insure the clips were stable. They did perform a rigid cholangiogram during the procedure. There was no patient consequence reported.